Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo, moderately calcified, mildly tortuous lesion in the left circumflex (lcx) coronary artery. Pre-dilatation was performed and the 2.5x28mm xience v stent was implanted. However, post deployment, a distal edge dissection was noted. A 2.25x23mm xience v stent was used to treat the dissection and completed the procedure. There was no adverse patient sequela and there was no reported delay in the procedure. No additional information was provided.